Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) was giving readings that the clinical staff did not agree with. Ref MFR # 8030229-2015-00135.